Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 01 october 2019 for MDR reportability. On (B)(6) 2018, the patient underwent total right knee arthroplasty due to end-stage osteoarthritis, pain, decreased activity, flexion contracture and varus. The patella was not resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and depuy bone cement x 2. On (B)(6) 2019, the patient underwent a right knee revision due to loosening and arthrofibrosis. The surgeon indicated the tibial component was removed with no cement attached to the back of the tibial component. There were no concerns reported related to the femur, though it was revised. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with a competitor system and there were no complications to the procedure. Depuy restrictor cement x 2 were utilized in the procedure. Doi: (B)(6) 2018 dor: (B)(6) 2019 (rt knee).